Manufacturer narrative:
The device has been returned to olympus for preliminary evaluation and inspection, and the customer's reported problem has been confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer contacted olympus to report their high flow insufflation unit had a front panel led failure; the center of the left side of the lcd panel does not illuminate. No patient or user harm has been reported.

Event description:
The intended procedure was "rapa bile" for therapeutic purposes, and the patient was under general anesthesia. There was no delay in the procedure; the event occurred immediately after starting the procedure. The procedure was completed using the same set of equipment.